Event description:
During a normal refill session, a patient experienced swelling of the feet and tongue, dizziness, stomach ache, and had trouble with breathing. In addition, the patient had problems with memory, speech, and walking. An issue regarding the patient's personal therapy manager was also noted. The medication was noted as being changed to prialt on (B)(6)2010. The patient's outcome, in addition to the concentration, and daily dose being administered via the pump was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.